Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Upon arriving, the fse observed the helium leak over a 5 minute period and was able to isolate the leak to the cardiosave cart. To address the issue, the fse replaced the o-ring on the unit multiple times. The fse eventually found the leak in the helium line connection to the helium gauge. After fixing the leak, the iabp passed a 5 minute helium leak test. The unit passed all functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check by the customer, the cardiosave intra-aortic balloon pump (iabp) displayed a helium leak. The customer reported frequent changing of tanks without using the pump. The customer reported this has been an ongoing issue for the last couple of months. There was no patient involvement and no adverse event reported.